Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the pt's proximal neck measured 17-17.5 mm in diameter. After deployment of a gore excluder aaa endoprosthesis featuring c3 delivery system, there was difficulty cannulating the contralateral gate. The device was reconstrained and the proximal end twisted in order to get a better angle for cannulation. The gate was successfully cannulated, and the device was reportedly deployed without untwisting the proximal end and returning it to its intended deployment position. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6) 2013, f/u imaging showed infolding of the proximal end of the trunk with no evidence of endoleak or clinical sequelae. It was reported the infolding occurred as a result of the proximal end being twisted and the small proximal neck diameter. On (B)(6) 2013, additional ballooning was performed to expand the proximal end of the trunk, and an additional device was implanted proximally. Final angiography showed resolution of the infolding, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.